Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the patient complained about hearing sudden loud sounds followed by very weak sounds in 2007. On the following day, he was no longer able to hear anything. Testing was carried out the following month, which confirmed that the device has malfunctioned. No accident or head impact had occured before the hearing the sudden loud and weak sounds.